Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The x-ray and motion were not connecting (red 'x') when booting up. He rebooted the imaging system with the umbilical cable disconnected. This still did not resolve the issue. Remote desktop indicated that the generator and the detector were in "not ready" status and the x-ray status was blank. Further on-site testing found a loose molex connector buried deep inside generator most likely caused by vibration during shipping. The molex connector was connected just well enough (about 25%) to allow machine to work intermittently, giving an allusion that key circuit boards were defective, when in fact none were. Powered on/off several times, tested 2d/3d and other basic system checks- placed back into service. Replaced stand-alone board kit and interface control board as a precaution. The imaging system then passed the system checkout and was found to be fully functional. The stand-alone board kit and interface control board were returned to the manufacturer for analysis. The both components were installed in a test imaging system and ran as expected. The standalone board also passed bench testing. The components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. This event was identified during a retrospective review as discussed with the FDA (B)(4)district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site biomed representative reported that during a spinal fusion procedure the system could not move past the "initializing please wait" screen. The middle box would not finish initializing. After a 30 minute delay, the surgeon chose to discontinue use of the imaging and navigation systems, and used a c-arm to complete the procedure. There was no reported impact to the outcome of the patient.